Event description:
It was reported that the patient presented with pocket erosion, with the implantable cardiac monitor (icm) eroding through the skin. The icm was explanted and replaced. The patient was discharged.